Event description:
Add'l info rec'd from reporter on 02/27/2019 for mw5083191: we worked with the MFR and it was determined that there was no evidence to show a malfunction in the sidefire laser probe that caused or contributed to the adverse event. This MDR is related to mw5083191 which was originally submitted to the FDA on 17jan2019. This MDR is the supplemental to that report that includes the following updates: MFR list was previously incorrect. The correct MFR is captured within this report. The event report type was previously marked as product problem. The report type is serious injury as indicated in this report. The previous report stated no adverse events. The report should have stated yes, as indicated in this report. The event description was inaccurately captured in the previous report and is updated in this report. The previous report also did not call out concomitant medical products which are captured in this report.

Event description:
FDA recall in relation to inadvertent probe heating. Pt treated with stereotactic laser for intractable epilepsy, to avoid a craniotomy. Pt developed complications post-op resulting in bleeding and neuro-deficits.